Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device: p1501dr implantable pulse generator (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient presented to the clinic with a new onset of palpitations. The atrial lead was undersensing. P-waves measured 0.2mv and the sensitivity on the device was programmed to 0.45mv. The sensitivity on the device was reprogrammed and far-field r-waves (ffrw) oversensing was noted so the post-ventricular atrial blanking (pvab) was reprogrammed to partial plus. With the new device settings there was still an occasional undersensed p-wave and occasional safety pacing but nowhere near the amount before. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.